Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination did not reveal any damage to the device. Function testing showed the jaw functionality was acceptable as it was able to actuate, lock/unlock multiple times. The blade trigger was tested and was found to exhibit smooth movement and did not stick or derail. The device passed button testing. A continuity test was also performed on the device and no open circuits or short circuits were identified on the electrical paths. The device also passed sealing/coagulation testing. Since the device passed all testing a conclusive root cause could not be determined. Potential causes for the reported issue can be attributed but not limited to inadvertently using a higher bar setting than needed to seal the tissue or activating more times than needed to reach desired tissue effect. Sss instructions for use states: "keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed." "The higher the current flow and the longer the current is applied, the greater the possibility of unintended thermal damage to tissue, especially during the use of small appendages." "The user must select the appropriate bar settings to achieve the desired tissue effect. This setting may need to be adjusted during the procedure." "Prior to cutting the seal, the surgeon may inspect the vessel or tissue to ensure proper sealing." The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device

Event description:
It was reported that during a kidney removal procedure the ligasure device "got stuck in the patient." Injury to the tissue and some bleeding occurred.

Manufacturer narrative:
At the time of this report, a device evaluation has not been completed. Once the evaluation is completed a follow-up MDR will be completed.